Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (52 mg/dl). Reportedly, the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a larger than needed bolus. Customer consumed carbohydrates to address bg level. In addition, it was reported that the control iq software did not stop and resume insulin delivery as intended. Customer declined further troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.